Event description:
It was reported that the patient developed an infection. The implantable cardioverter defibrillator (ICD) and lead were explanted. The lead was returned to the manufacturer after being explanted and subsequently tested out of specification during manufacturer¿s analysis. Analysis indicated the lead developed a fracture due to flexing while in vivo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. (B)(4).